Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2006. Product analysis summary: the full lead was returned in segment sand analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was partially explanted and replaced due to high thresholds. During explant, the lead broke off at the ostium of the coronary sinus. After hours of attempting to snare the lead, it was left in the patient. No patient complications have been reported as a result of this event. On (B)(6) 2019 the right atrial (ra) lead was returned and tested out of specification. The ra lead had insulation depression. No patient complications have been reported as a result of this event.